Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was found to have a "double beeping" alarm when a stop/start button is pressed during testing. The complaint is confirmed. The root cause of the reported issue was found to be a downstream occlusion sensor. Operator of device is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that there was a problem with the pump legacy. No patient injury was reported.